Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a discordant, falsely depressed vancomycin (vanc) result was obtained on the dimension vista 1500 system s/n (B)(4). Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Calibration and quality control data were within conformance. No process errors were observed at the time of the reported event. The customer stated that no other samples gave imprecise results on the date of the event. There is no evidence of a product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed vancomycin (vanc) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The same sample was reprocessed on the original dimension vista and an alternate dimension vista instrument and a higher result was obtained and reported. There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed vanc result.